Event description:
It was reported that, "the pt was enrolled into the triathlon ts revision study. The previous implant form rec'd today noted that the previous device was a stryker device. The implant numbers were not obtained for the previous device as this information is not collected as part of the study. The pt had their revision surgery on (B)(6) 2010 because of aseptic failure of the knee. The form also notes that there was failed tibial component, malalignment and tibial implant migration. The x-rays and operative notes were requested and will be forwarded upon receipt."

Manufacturer narrative:
An evaluation of the device cannot be performed as the devices were not retained as the study coordinator was not available during the time of surgery. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.